Event description:
Pre-dilatation of the lesion was satisfactory. The sds was advanced and difficulty was experienced during attempts to cross the lesion. The system was pulled back within the guiding catheter, and midway the stent began to unravel. Reportedly, with a great difficulty, the guiding catheter and sds were removed as a unit.

Manufacturer narrative:
Visual examination: the returned stent was noted to be completely unraveled and loose within a plastic bag. Traces of dried inflation medium were noted within the sds balloon and inflation lumen. The exact cause for the reported clinical difficulty with the stent and its subsequent unraveling was not determined. It is possible that the stent struts may have been damaged during attempts to cross the lesion, causing them to catch on of the devices used in the procedure and eventually to unravel. An examination of the pre-dilated sds can no longer be performed. The devices used in concjunction wit this sds were not returned for evaluation.